Event description:
It was reported to philips that the device's live image went black and cine failed. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the x-ray tube which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned coronary diagnostic procedure was performed by the customer and the procedure was completed as planned. The remote service engineer (rse) analyzed the system remotely and confirmed and confirm that the system was that the image turned black and cine run was incomplete. Review of the system log file confirmed malfunction due to x-ray was not possible. The philips field service engineer (fse) visited onsite, upon troubleshooting fse found that, cine exposure failed due to defective filament in the x-ray tube. When the tube was powered, the generated heat may cause defective connections to cause errors. The defective x ray tube was returned to philips for analysis and confirmed filament wear was out and there was a failure in tube with large blown filament. To resolve this issue, fse replaced x ray tube and performed all the necessary calibration. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.